Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged throat cancer. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient passed away, diagonised with cancer. There was no medical intervention required by the patient. The reported event patient passes away, diagonised with cancer and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient. The device has not yet returned to the manufacturer for evaluation.at this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated.

Manufacturer narrative:
The manufacturer previously submitted MDR with incorrect sections b1, b2, h1, h6. Corrections to previous MDR are made in this report as follows.. Section b1 was corrected to adverse event (product problem was checked in initial MDR). Section b2 was corrected to other serious or important medical events. (Previously it was blank). Section h1 was changed from malfunction to serious injury. In this report, health effect - impact code has been updated or corrected.

Manufacturer narrative:
Additional information was received on oct 17, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging throat cancer that are related CPAP device's sound abatement foam. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation manufacturer observed dust-like contamination throughout the exterior of the device, top cover, bottom enclosure, left and right-side panels. A heavy amount of brownish dust-like contamination was observed in the air inlet (filter area), manufacturer observed scratches on the left side panel. Unknown damage and excessive wear was observed on the ui panel. Dust-like contamination was observed on the pca, blower cap, right side panel, on the interior of the blower cap, on the blower motor, blower outlet bellow, on and in the blower housing, along the base of the right-side panel, along the airpath on the sound abatement foam and in the bottom enclosure. Evidence of sound abatement foam degradation/breakdown was not observed, manufacturer observed unknown and dust-like contamination in the crevices of the water chamber. Dust-like contamination along with a brownish substance was observed on the flip lid seal. Dust-like contamination was observed on the humidifier bottom enclosure, on the heater plate and lower base, manufacturer can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam, likely from an external source. The manufacturer not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer confirmed the presence of contamination in the airpath and unable to address the patient's symptoms. Section d1, d4, h4 was missed to capture in initial report and updated in this report. Section d8, d9, h2, h3 and h6 has been updated in this report.